Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) feature which discriminates between supraventricular tachycardia (svt) and true ventricular tachyarrhythmias inappropriately withheld detection and therapy for the patient's slow ventricular arrhythmia. Sinus tachycardia episodes appeared to have been externally cardioverted. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The discrimination feature was turned off by the physician.